Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this new pacemaker, there was evidence of air in the header when placing a non-boston scientific right ventricular (rv) lead into the port. On initial placement of the lead in the header, the pacemaker was not capturing and there was oversensed noise observed on the rv lead. The lead was removed, retested with a pacing system analyzer, and placed back into the header and the system was functioning fine. The patient was followed up the next day without any issues. The pacemaker remains implanted and in service. No asystole or adverse patient effects were reported.